Event description:
Customer called in stated that they were connected to the pump while doing the manual prime, and they gave themself 100 units of insulin. Called emergency 911. Waited on the phone with customer while they treated their blood glucose. The ambulance arrived at the house and customer was still stable. Instructed customer after they arrived to the hosp and pt was able to contact medtronic to give further information. Explained to customer the proper way of priming the pump and being disconnected.